Event description:
Twelve yrs following intraocular lens (iol) implant surgery, a surgeon reported the pt had a cloudy iol that was affected. A yag laser procedure had been performed. The iol was exchanged. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/03/2009, 11/04/2009, 11/05/2009, 11/16/2009, and 11/17/2009 by phone, fax, and mail. A completed questionaire has not been received.